Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that there were 2 temperature sensing foley's that were leaking. One that was placed on (B)(6) leaked and thought it was from the balloon as it was removed. Other started leaking within an hour and was removed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿balloon not completely sealed to shaft¿. It was unknown whether the device had met relevant specifications. The product was used for diagnostics and treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device were unknown. Therefore, bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were 2 temperature sensing foley's that were leaking. One that was placed on 16nov leaked and they thought it was from the balloon, being removed. Other started leaking within an hour and was removed.